Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer that the safety mechanism is failing to engage on the needle. They state that upon the deaccessing, it requires too much force to hear the audible click. No other information was provided.